Manufacturer narrative:
Product event summary: the medial segment of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial and left ventricular leads were explanted due to (B)(6) and septic shock. Transesophageal echocardiography(tee) revealed suspected small vegetation. No further patient complications have been reported as a result of this event.